Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated all spirit pump buttons stopped working this morning. No adverse event was reported. A request was made for the return of the device, replacement sent.